Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter sheared. This was discovered before use. The following information was provided by the initial reporter: material no. 382523 batch no. 910775. It was reported that catheters were sheared over the bevel edge of the needle. Per email: my customer notified me of catheters in the emergency department that when opened had the catheter sheered over the bevel of the needle. I went down to the department where they had these issues to ask around to other nurses to see if they had similar issues and no one seemed to have any trouble with the catheters. None of these catheters were placed in patients and no patients were harmed by these products.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter sheared. This was discovered before use. The following information was provided by the initial reporter: material no. 382523, batch no. 910775. It was reported that catheters were sheared over the bevel edge of the needle. Per email: my customer notified me of catheters in the emergency department that when opened had the catheter sheered over the bevel of the needle. I went down to the department where they had these issues to ask around to other nurses to see if they had similar issues and no one seemed to have any trouble with the catheters. None of these catheters were placed in patients and no patients were harmed by these products.